Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure, a deployment issue occurred. The 80% stenotic de novo lesion was located in the moderately calcified mid left anterior descending artery. After predilation of the lesion with a "proper sized" maverick2 balloon the physician deployed a 2.7x20mm taxus liberte stent. Then the physician advanced a 3.0x15mm quantum maverick balloon catheter to the stent to post dilate "to over come the dogbone effect", but during advancement unusual resistance was encountered and the physician was unable to cross the deployed stent. The device was removed. There were no patient complications. The physician decided not to continue with post dilation to "avoid complications". Patient status is reported as "stable".

Manufacturer narrative:
The device was implanted in the patient; therefore an examination of the device could not be carried out to identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. Product unavailable for analysis.